Event description:
Another country post market safety surveillance study. It was reported that the same day after a coronary drug eluting stenting treatment procedure the pt's pulse came down and slow flow was confirmed. The index procedure treated a 3.0x13mm, 90% stenosed, severely calcified lesion in the proximal left anterior descending artery (prox lad) with predilation using a 3.0x14mm balloon at 16atm and placement of a taxus express2 3.0x16mm drug eluting stent at 14atm. The lesion was post-dilated at 24atm with same balloon used for predilation (type unk). Prior and post procedure timi flow was 3. On the same day post procedure, the pt's pulse came down and the slow flow was confirmed. Therefore sigmart 4ml and atropine sulfate 1/2a were injected and the pt was recovered. The pt was discharged from the hospital 5 days later. No problem was found in a follow up visit 28 days later. The physician said it was possible this event was related with taxus stent or procedure or the antiplatelets.

Manufacturer narrative:
Device evaluation. The complainant indicated that the device remains in the pt and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. Upon review of available information related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. It was not possible to determine the cause of the pt complication in this complaint event. The root cause will be documented as undeterminable. A corrective and preventative action has been opened to address this issue.